Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the push-rod looked further out than usual. The customer was able to load a new cartridge to address the event. Blood glucose level was 154 mg/dl.